Event description:
During laparoscopic low anterior resection and while performing end-to-end anastamosis, the eea stapler would not dislodge after firing requiring conversion to open procedure and diverting loop ileostomy.